Manufacturer narrative:
Hardware low level failure alarm (variableinfo=3) confirmed in the pump history due broken trace on u1 keypad assembly. Pump received with serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a pump error. The customer¿s blood glucose was 9.2 mmol/l at the time of incident. Customer stated that a 0.2 unit fill cannula was successfully delivered and recorded in the history. Self test was performed and passed. The insulin pump is expected to return for analysis.